Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's battery replacement surgery had to be aborted as the surgeon was not able to remove the lead from the generator, as there was no slack in the lead. Patient was closed and battery replacement was rescheduled to a later date. Additional information was received reporting that during the rescheduled surgery, a small incision was made by the clavicle and that the old lead was pulled out. Surgeon reported that the lead was fractured. Patient was then closed and surgery was aborted. No other relevant information has been received to date.